Event description:
Tech was performing an echocardiogram when the ultrasound machine suddenly lost power. While attempting to unplug the machine and move it to another room, there was a sizzling noise heard and smoke was visualized coming from the outlet. The patient suffered no harm and the procedure was completed with different ultrasound machine.